Event description:
It was reported that a malfunction occurred on the pump with no adverse impact on the customer¿s blood glucose level. Customer service provided information on how to reset the pump and assisted the caller in doing so, ensuring the issue did not recur. The customer was advised they could continue using the pump and to call back if any issues reappear, which they acknowledged and understood.